Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the procedure date? Did the suture break or did the suture separated from the needle? What was being done when the thread pulled-off (in the package/ removal from package / during passage through tissue ¿)? Was there any patient consequence or injury? What is the condition of the patient? What was the size of the needle used? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.